Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), product type: catheter; product ID 8780, serial# (B)(4), product type: catheter; product ID 8785, lot# 0208678954, product type: accessory. (B)(4).

Event description:
It was reported that the catheter anchor bunched up during deployment on (B)(6) 2014, but was able to be launched (B)(6) 2014 e2 (rep, for); additional information received reported the anchor that was bunching was not used and another anchor was used. The patient was doing "ok" and receiving effective therapy.